Event description:
It was reported that the patient presented to the emergency room with complaint of lightheadedness, left sided chest pressure, fatigue and dizziness which they have had for several weeks. The patient reported that their device delivered a shock. Interrogation showed that the shock was inappropriate. The patient was admitted with atrial fibrillation with rapid ventricular response. The patient was treated with intravenous rate control medications and started on amiodarone. The device remains in use. The patient is a participant in (B)(6). No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. If information is provided in the future, a supplemental report will be issued.